Event description:
During a bunionectomy, physician was drilling with a drill bit. A portion of the drill bit broke off in the bone of the right foot. Xray exam finds that this is completely w/in the cortex of bone. The physician tried to retrieve this piece of the tip but it was not w/in easy reach with forceps. The physician elected not to fish the portion out.